Event description:
Candela corporation received a copy of an e-mail to the department of health. A claim was made by a perspective customer that during a laser sales demonstration the individual received an injury on the nose. It was reported that a surgical procedure would be needed to repair the injury. A scar may occur.

Manufacturer narrative:
No known problem with the laser system or selected parameters. Cause of problem most likely related to individual's response.